Manufacturer narrative:
The customer canceled the service call.

Event description:
The system displayed a communication failure and times out and locked up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.